Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter.   Product return status: 6 devices were received. Event confirmation status: 5 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results: 5 devices were found to be affected by corrosion of internal components. 1 device was found to be affected by compromised lubrication.   Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.